Event description:
It was reported that noise resulting in oversensing and inappropriate antitachycardia pacing was observed on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event and the patient was in stable condition. Lead damage was the suspected cause of the event, however, this was not confirmed via diagnostic imaging or the revision procedure.